Event description:
Additional information was received that the patient's lead was explanted and replaced. Effective therapy was established postoperatively.

Event description:
It was reported that one of the patient's lead has high impedances. As a result the patient lost effective therapy. Surgical intervention is planned to address this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000127101.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.